Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device detected right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance measurements greater than 2200 ohms during an implant procedure. The cause of the oor pli was not determined. The pacemaker remains in service. No adverse patient effects were reported.